Manufacturer narrative:
Additional narrative: patient ID:(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, while plating a proximal humerus small pieces the 2.8 calibrated drill bit broke off some near the tip. The small fragments generated were retained in the patient. The surgeon was drilling for a locking screw in the head of the plate; the threaded drill guide was used and the drill made contact with a 2.7 cortex screw that had been inserted using the lag technique for initial reduction. X-rays were taken to look for the pieces, but they were too small to be seen on the x-ray. There was a surgical delay of maybe a minute or two since the surgeon did try to recover the pieces but they were just too small to find. This report is for a drill bit. This is report 1 of 1 for (B)(4).